Event description:
At about 2 years and 3 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert and resurfaced the patient's natural patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on dd mm yyy lot 2106587: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event. Moreover, the surgeon resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the devices may have caused or contributed to the event.